Event description:
The customer states that this device didn't alarm. During a nurse round on patients, the nurse found the patient suffered cardiopulmonary arrest (cpa). It is alleged that the n-560 indicated that 0:0 was displayed, but alarm did not sound. Patient was a terminal patient. The customer stated that the n-560 alarmed before the incident.

Manufacturer narrative:
The n-560 was tested by covidien-(B)(4) and was fully functional and no defect found. The alarm volume of the unit was found set at a level 3 ( level 4 is the factory setting, level 10 is maximum volume). A review of the downloaded data indicates multiple alarm state conditions where it is indicated that the unit responded appropriately. Selections of warnings, cautions, notes and text provided on page 3 copied from the oximax n-560 pulse oximeter operator's manual, pn (B)(4). Warning: pulse oximetry readings and pulse signals can be affected by certain ambient environmental conditions, sensor application errors, and certain patient conditions. See the appropriate sections of the manual for specific safety information. Page 1. Description of displays and indicators: the percent spo2 display. Shows the saturation level of oxygenated hemoglobin. The display value flashes zero during loss-of-pulse alarms and flashes the spo2 value in red when the spo2 is outside the alarm limits. Page 9. The pulse rate display. Shows the pulse rate in beats per minute. It flashes zeros during loss-of-pulse alarms and flashes the beats per minute value in red when the pulse rate is outside of the alarm limit. Page 9. The pulse search indicator. Lights continuously prior to initial acquisition of a pulse signal and during prolonged and challenging monitoring conditions. It flashes during a loss-of-pulse signal. Page 10. Caution: if any indicator or display element does not light, or the speaker does not sound, do not use the n-560. Instead contact qualified service personnel, your local nellcor representative, or (B)(4). Page 21. Caution: during post (immediately after power-up), confirm that all display segments and indicators light, and the speaker sounds a 1-second pass tone. Page 22. Warning: if you do not hear the post pass tone, do no use the n-560. Page 24. Warning: use only nellcor-approved sensors and cables. Page 27. Warning: do not silence an audible alarm or decrease its volume if patient safety could be compromised. Page 28. Page 30. Setting the alarm silence duration to off means that the n-560 will produce no audible alarms. Page 30. N-560 performance considerations: certain patient conditions can affect the measurements of the n-560 and cause the loss of the pulse signal. Inaccurate measurements can be caused by: excessive patient movement. Venous pulsations. Intravascular dyes, such as indocyanine green or methylene blue, defibrillation, page 69. Principles of operation: during challenging measurement conditions, which could be caused by low perfusion, interference, external interference, like ambient light, or a combination of these, oximax algorithm automatically extends the amount of data required for measuring spo2 and pulse rate, depending on the measurement conditions. As measurement conditions become even more challenging, the amount of data required continues to extend. If the dynamic averaging time reaches 40 seconds, the pulse search indicator begins flashing and the spo2 and pulse rate display flashes zeroes indicating a loss-of-pulse condition. Page 92.